Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery in the middle of the night and when they woke up they had a high blood glucose. The customer tried to bolus but the no delivery kept occurring. The customer¿s blood glucose level during the incident was 529 mg/dl. The customer¿s blood glucose level went down to 420 mg/dl after the bolus. The customer¿s current blood glucose level was 357 mg/dl. Troubleshooting was performed and insulin exited without incident. They were advised that the site may have been occluded. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.